Event description:
Customer reported the touch screen responds slowly. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and reinstalled software. System operates as intended. (B) (4).